Event description:
It was reported that the t:slim x2 pump battery would not charge, even after trying a different wall adapter and charging cable. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer was informed about receiving a replacement pump with updated software and steps to take upon its arrival, including returning the defective pump to tandem. The customer will use multiple daily injections (mdi) as a backup insulin therapy in the meantime.